Event description:
A report was received that the pt had a pocket revision due to pocket discomfort. The pt's implant was relocated to a more comfortable location. After the procedure, the pt was reportedly doing well.

Manufacturer narrative:
This is the final report.